Event description:
It was reported that, during a primary procedure for a right femoral im nail, as the surgeon was drilling for the proximal interlock screw, the tip of the drill bit broke in the patient. The broken portion was left in the patient. The case was completed successfully with no adverse consequences or surgical delay reported. 26-jul-19: medwatch form (B)(4) was received for this same event and stated "during procedure the tip of the drill bit broke off and retrieval unsuccessful."

Manufacturer narrative:
The complaint report stated that the surgeon executed a ¿freehand proximal locking technique¿ for ¿static locking¿ using a drill, ao, sterile t2 femur ø4,2x180 mm drill bit. In line with operative technique guide recommendations for freehand proximal locking technique. The drill, ao, sterile t2 femur ø4,2x230 mm drill bit should be used for this procedure. The drill, ao, sterile t2 femur ø4,2x180 mm drill bit is recommended for the freehand distal locking technique. Based on information provided, the root cause was attributed to a user related issue. The failure was caused by the selection and use of an alternate drill bit of a smaller length to the recommended drill bit for the executed procedure. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device evaluated by MFR: device disposition unknown.

Event description:
It was reported that, during a primary procedure for a right femoral im nail, as the surgeon was drilling for the proximal interlock screw, the tip of the drill bit broke in the patient. The broken portion was left in the patient. The case was completed successfully with no adverse consequences or surgical delay reported. On 26-jul-2019: medwatch form ((B)(4)) was received for this same event and stated "during procedure the tip of the drill bit broke off and retrieval unsuccessful."